Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The mep13 probe was received with evidence of use in a procedure. The probe was connected to a holster for functional evaluation. Probe initialized as designed. Using a medium, samples were unable to be obtained. The cutter of the probe was then inspected and was found obstructing the inside of the cutter. Once the cutter was cleared, the device obtained samples as designed. At this time, the customers holster has not been received for investigation. Without investigating the customer holster and the complaint device together, a root cause cannot be confirmed. Due to the discovery of the tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The customer reported that the probe did not pick up samples. The procedure was completed with a new probe.